Event description:
Customer reported an issue with the charger and difficulty charging the pump, particularly with the t:slim x2 pump battery not sustaining a charge. There was no reported impact to the customer¿s blood glucose level. The issue was first addressed by instructing the customer to leave the wall adapter plugged into a working outlet for at least 30 minutes; however, the charging connection remained unstable, requiring the customer to hold the cable or position the pump carefully. Since the customer, who is legally blind, could not determine if the usb port was damaged and had no additional charging cable to try, technical support sent replacement charging supplies via two-day shipping. If the pump battery depleted before the replacement arrived, the customer was advised to rely on an alternate method of insulin delivery. Follow-up was scheduled by technical support but they encountered difficulties reaching the customer, leading to a follow-up email and closure of the case.